Event description:
It was reported during a cholecystectomy procedure, the clips applied by this clip applier failed to close properly. The case was carried out and finished by opening a new device from a different lot. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed one clip as intended and it ejected ten clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.